Event description:
Reportedly, the screen remained on a white page with the sorin group logo. It was impossible to interrogate a device; during interrogation, charging bars appeared on the screen, without the interrogation section.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the screen remained on a white page with the sorin group logo. It was impossible to interrogate a device; during interrogation, charging bars appeared on the screen, without the interrogation section.